Manufacturer narrative:
A ge service representative performed an on site investigation. The milliamps were adjusted and the generator was calibrated during the service call. The system was tested and found to be working as intended and put back into service. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the 9800 system had a high milliamps error. No pt injury was reported.